Event description:
The advocate stated the customer tested his blood glucose using his contour meter and received a reading of 110mg/dl. He retested using another meter and received a reading of 70mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No products are to be returned or replaced.

Manufacturer narrative:
Initial reporter, phone and address were not provided.

Manufacturer narrative:
The name of the meter under describe event or problem, should be contour next link